Event description:
It was reported that the patient's leads go through the spine and into both chambers of the heart to help with heart spasms. The patient stated that the stimulator had helped him very much with his condition, though he had experienced shocks to the neck and the side of the brain for years. While at the grocery store the patient experienced two severe shocks that threw him down. He was taken to the ER for a cardiac evaluation which determined that he had not had a heart attack. The patient was sent home and stated that he felt okay, but had never experienced anything like that before. The patient stated that he would not like to have the system removed, and could not turn the device off without having the heart spasms return. It was noted that the patient had previously experienced two severe strokes and received botox injections every 6-8 weeks in his esophagus. The patient thought that the shocks were caused by the electromagnetic field from his electric cart. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3888-33, lot# j0333606v, implanted: 2008-(B)(6), explanted: na; extension model 3708360, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Event description:
Additional information: it was reported that the patient was still experiencing shocks since the previously reported incident of "severe shock" at the grocery store. For the past 2-3 years the patient has experienced a shock that shoots from the side of his head and shoulder coming from his back. The patient had two strokes (2012 (B)(6) and 2012 (B)(4)) and had a stenosis on his spinal cord on top of his head which the physician plans to remove. The physician wants to explant the patient's implantable neurostimulator (ins), but the patient does not want to. Patient indicated that it was not a "psychosomatic situation." The cause of the event was unknown, and the patient had symptoms even with the device off. It is not believe that the symptoms are device related.

Manufacturer narrative:
Product ID 3888-33, lot# j0333606v, implanted: 2003 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2008 (B)(6), product type extension.